Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous lesion. The lesion was not pre-dilated. It is reported that stent deformation occurred in vivo during positioning/advancement. Resistance was encountered when advancing the device. The physician did not complete the procedure. Medical or surgical intervention was not needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There is no patient injury.

Manufacturer narrative:
No issues were noted when the device was removed from the packaging. The stent couldn't pass through a medtronic guide catheter. Excessive force was not used. The stent was not positioned in the lesion, or implanted and was removed from the patient. The physician used resolute integrity of the same size and the procedure went well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that a non-medtronic guide catheter was used during the procedure and not a launcher as initially reported. The physician used the same guide catheter to complete the procedure. If information is provided in the future, a supplemental report will be issued.